Event description:
The customer reported that the power supply did not work/failed. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.